Event description:
It was reported, that during a ebus (endo bronchial ultra sound) procedure when introducing the aspiration needle deterioration was observed after the first puncture. The needle was then replaced and reportedly the same issue was encountered. The needle was then replaced a second time, and the procedure was completed with no report of patient harm or injury. Related patient identifier: (B)(6) was created to capture the second defective unit.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reports the procedure was therapeutic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: e1, e2, e3, b5, d4: lot space leave on blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "needle penetrated the sheath and perforated the sheath" occurred due to: a bending force was applied to the distal end of the sheath after it was taken out from the tray causing it to bend. The needle tube was extended while the distal end of the sheath was being bent. Therefore, the distal end of the sheath was caught in the coil. The needle tube was extended in state of above description, and the needle broke through the coil and the sheath. As a result, the needle extended from the sheath. Olympus will continue to monitor field performance for this device.